Event description:
Pt came to emergency room x 2 when lost needle in abdomen after giving self insulin injections. X-rays and surgical exploration (in the ER) after second occurrence. Needles not located. Tested the vanishpoint insulin syringe and they were able to "shout" needle off the end of syringe.